Manufacturer narrative:
Medtronic evaluated the device. The root cause of the reported problem was determined to be due to a failure of the power supply assembly. After replacing the power supply assembly, proper operation was confirmed and the device was returned to the customer. Section.

Event description:
It was reported that the unit powers on/off by itself. The reported problem may cause a delay or a failure to deliver defibrillation therapy. There was no pt use associated with the reported event.